Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The alleged issue was not confirmed nor reproduced. As a precautionary measure, the patient side manipulator was replaced. Fse noted the customer damaged cable protection while trying to remove the stacked instrument. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed evaluation. Failure analysis (fa) investigations confirmed the reported recognition/engagement issue during a test drive. Fa found mechanical defect, the sterile adapter (sa) release body was cracked. During evaluation, friction readings were found to be out of specification along axis 1. The sa release body and axis 1 harmonic drive were replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) team experienced a mechanical issue with patient side manipulator (psm) 1. Prior to contacting dvstat, the caller indicated that or team already converted to laparoscopic surgery. The or team was unable to replace the instrument on psm1. A snatch cable sound was reportedly heard when an or staff tried to remove the instrument. The caller (nurse) confirmed that the team could clutch psm1 and could control the instrument from the surgeon side console. The caller indicated the team already attempted to use the release kit, however, without success. Technical support engineer (tse) instructed the caller to move the sterile adapter and the instrument in every direction with force, however, issue persisted. Tse inquired if surgeon was aware that the surgery could resume with the current configuration, caller however, did not want to disturb the surgeon since surgery was complicated. There was no report of patient injury as a result of the alleged issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed laparoscopically with no patient harm and the patient was reported to be doing fine. The issue caused a delay between 15 and 30 minutes and did not occur during a critical surgical step. There were no post-operative complications. The system and instruments were inspected prior to use. No issues were observed. The customer reseated the drape but the issue persisted and the clip applier instrument could not be removed.